Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was assisting primary nurse stated that the patient was in normothermia therapy and was below target range of 36.6-37c at 35.9c on the arctic sun device. Nurse thought that the water seemed to be cool. Nurse was not currently at the bedside and stated that they thought the water should have been warmer, but nurse was not sure what the water temperature was. Nurse remembered patient¿s temperature was 35.9c and their protocol was to keep patient temperature between 36.6-37c when in normothermia. Nurse stated that they were messed with the settings and put the device back in automatic mode from manual mode. Also stated that they were not sure how long it had been in manual mode. Mss discussed all the reasons for not using manual mode during therapy as well as setting a target temp and the 0.5c tolerance above and below target. Also state that they were not sure since they could not go to the device what the current water temperature was, but nurse said it was warming from when it had been in manual.

Event description:
It was reported that the nurse was assisting primary nurse stated that the patient was in normothermia therapy and was below target range of 36.6-37c at 35.9c on the arctic sun device. Nurse thought that the water seemed to be cool. Nurse was not currently at the bedside and stated that they thought the water should have been warmer, but nurse was not sure what the water temperature was. Nurse remembered patient¿s temperature was 35.9c and their protocol was to keep patient temperature between 36.6-37c when in normothermia. Nurse stated that they were messed with the settings and put the device back in automatic mode from manual mode. Also stated that they were not sure how long it had been in manual mode. Mss discussed all the reasons for not using manual mode during therapy as well as setting a target temp and the 0.5c tolerance above and below target. Also state that they were not sure since they could not go to the device what the current water temperature was, but nurse said it was warming from when it had been in manual. Per follow-up information received via phone on 13jul2022, initial reporter stated that patient was able to complete therapy with no reported injuries.

Manufacturer narrative:
As per follow-up info received, bd has determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.